Manufacturer narrative:
The wash heater unit was returned to tosoh instrument service center for investigation. Functional testing found temperature to function properly and did not confirm the reported event was due to failure of the wash heater. The most probable cause of the reported event could not be traced to device.

Event description:
A customer reported getting error message "3003 waiting for temperature" during daily run on the aia-360 analyzer. Technical support specialist (tss) instructed the customer to reboot analyzer, which did not resolve the error. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), luteinizing hormone (lhii) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting a daily run. While troubleshooting, fse found the heater assembly leaking and not producing heat. Fse replaced the wash heater unit and then ran the daily run successfully without errors. The fse performed quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [3003] waiting for temperature is generated when waiting for the temperature to rise. The operator is instructed to wait until the temperature rises to correct temperature. The most probable cause of the reported event is due to failure of the wash heater.